Event description:
Severe joint pain and inflammation. Missed and late periods. Horrible cramps. Heavy bleeding during menstruation. Severe pains on both sides of my lower pelvic region. Muscle spasms and quivers on both sides of my pelvic region where my ovaries are located.